Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The traveler device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery with moderate calcification. A 2.75x12mm nc traveler rx balloon dilatation catheter (bdc) protective sheath was removed without resistance. The traveler was soaked and air aspiration was performed outside the anatomy prior to use. The bdc was advanced toward the target lesion, with resistance due to the anatomy; the balloon was inflated once and ruptured at 3 atmospheres after 5 seconds. The traveler was removed and a 2.75x12mm non-abbott balloon was used to further dilate the lesion and a non-abbott stent was implanted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.